Manufacturer narrative:
E1: facility name "(B)(6)". H3: one device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No problems were found in the event history log. Physical condition of the device found a scratched lens. Pump was tested for flow accuracy and failed. The customer's complaint was duplicated. The investigation determined the cause of the issue was the expulsor too high. The expulsor was trimmed to correct reported. Problem.

Event description:
It was reported that there was non-specified malfunction. There was no patient involvement. Analysis found the pump failed flow accuracy test.